Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found damaged pins on the patient connector. (B)(4).

Manufacturer narrative:
Product event summary: analysis found damaged pins on the patient connector. It is noted the device passed functional and bench testing. Correction: further review prompted a change in the evaluation conclusion.